Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal did not deploy properly. The operation was extended for 20 minutes. The reporter confirmed that the product was used during off pump surgery. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (4) 2010, for investigation. A lot history review was performed and no non-conformities could be attributed to the reported failure mode "failure to deploy." A supplemental report will be submitted when the investigation is completed. (B) (4)